Event description:
Lipids ordered 6.25ml to infuse over 10 hrs. Pump programmed to deliver .6 cc/hr. The infusion was started at 1310. The pump alarmed at 1700 and syringe had 1 cc remaining. Volume of 6.25 cc was delivered over 4 hrs instead of 10 hrs.